Manufacturer narrative:
We have reviewed the production records and did not find any abnormality during production. The review of 10 retention samples including the lot involved do not have any stress marks. At simulation experiments it has been demonstrated that bending the needle at angles around 40° and around 70° will not cause the needle to break even after 70 or 30 times of bending in opposite directions, respectively. We conclude that the likely cause of the tip broke off is due to multiple wide angle bending. Our needles meet iso9626:1991 bending force requirements,during normal usage, there is no danger that the needle will break because they are designed to withstand many times of bending within the flexible limit. Device was not returned to manufacturer.

Event description:
Customer reported that the needle had come off the plastic head, leaving needle in the patient. The needle got broke at the junction between metal and plastic hub. The procedure performed was and emg in the gluteus.